Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient presented with an indication of pre-op hysterectomy and chronic anticoagulation for thromboembolic disease and was scheduled for inferior vena cava (ivc) filter placement. With ultrasound guidance, the right common femoral vein was accessed and a diagnostic inferior vena cavagram was performed which demonstrated normal anatomy and no thrombus. An ivc filter was deployed just below the lowest renal vein. Post deployment radiograph demonstrated good position. The sheath was removed and hemostasis was achieved. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for detachment, tilt, retrieval difficulties and pe as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device had a detachment of three struts with one of the struts migrating to the pulmonary artery in the left lung, and embedment of the other two struts in the vena cava wall. Allegedly the device tilted and patient experienced left pulmonary embolism. The filter and the two struts from the vena cava were removed percutaneously, but the strut in the left lung remains in the patient. The patient was hospitalized for a total of twenty six days. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device had a detachment of three struts with one of the struts migrating to the pulmonary artery in the left lung, and embedment of the other two struts in the vena cava wall. Allegedly the device tilted and patient experienced left pulmonary embolism. The filter and the two struts from the vena cava were removed percutaneously, but the strut in the left lung remains in the patient. The patient was hospitalized for a total of twenty six days. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, single portable view of chest was performed which showed impression of inferior vena cava filter strut located in left mid lung, no pneumothorax. Additional comments revealed there was a radiopaque wire with an obtuse angle located in the left midlung, consistent with known dislodged strut from inferior vena cava filter. On the same day, complex inferior vena cava filter removal, pulmonary arteriogram, unsuccessful pulmonary artery foreign body retrieval was performed for inferior vena cava filter mal-positioning. Indication given: filter found incidentally to be fractured and have a fragment in a left pulmonary artery branch. Procedure details: real time ultrasound guidance was used to puncture the right internal jugular vein. Multiple spot images of the filter were performed. Rotational cavography was then performed. The filter was removed using a retrieval cone. Next, two separate fragments of the filter were dissected free of the wall of the inferior vena cava using endobronchial forceps in the jaws of life technique. The filter and the two fragments removed successfully. Post removal cavogram was performed. The sheath was then removed, and hemostasis was gained by manual compression. Next, using real-time ultrasound guidance, the left common femoral vein was punctured and using this access, selective left pulmonary arteriography was performed. Following the diagnostic study, a long sheath was placed in a third order left upper lobe artery and using a very large variety of catheters, guidewires, microwires, and retrieval devices, an exhaustive attempt was made to retrieve the fragment. Unfortunately, because both ends of the fragment were embedded in the vessel wall, it could not be retrieved. The sheath was then removed, and hemostasis was gained by manual compression. Findings: ultrasound shows an anechoic and compressible right internal jugular vein and an anechoic and compressible left common femoral vein. G2 inferior vena cava filter, with otherwise, normal inferior vena cava, no clot in the filter. The tip was not embedded; however, the filter was fractured with two embedded fragments in the inferior vena cava. One filter arm in an anterior left upper lobe pulmonary artery branch. There was no clot in the pulmonary artery branch. The left pulmonary arteriogram was otherwise normal. After removal, the cavogram was normal. The filter was inspected and found to be removed completely with the exception of the arm in the left pulmonary artery, noting it was in three pieces. Therefore, the investigation is confirmed for filter tilt and filter limb detachment. However, the investigation is inconclusive for retrieval difficulties and pulmonary embolism (pe) post deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.